Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a multiple issues. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a keypad anomaly, motor grind sound, and insulin was squirting out. Customer's parent also reported a crack on the insulin pump reservoir compartment. No significant events leading to insulin pump were observed. Customer had a high blood glucose of 600 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting and other insulin pump issues. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump will not be returned for analysis.